Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support of extended fill and drain times during peritoneal dialysis treatments. The patient did not report any alarms. Treatment data was and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 where 5509ml drained. This drain is 184% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 2996ml is 5393ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not have or experience any complications as a result of the alleged malfunction. Treatment was resumed on the replacement cycler.

Manufacturer narrative:
The alleged event was not confirmed. The reported complaint symptom iipv (dv > 180% to 200% of fv) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested negative for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."